Event description:
It was reported that the patient felt their pump was not delivering the medication properly and that the patient felt ¿out of sorts¿. The patient¿s muscles felt like they wanted to contract all of the time, he was jerky and couldn¿t sit still. The patient was ¿kind of hot/cold¿, like the patient had a fever, but it was noted that he did not have a fever. The patient also had a headache and couldn¿t sleep. There was no known event or trauma. The patient did go to the ER on the night of the report. He had blood drawn and gave a urine sample which were both fine. The patient did not have a fever and his blood pressure was good. The health care provider (hcp) was skeptical that the issue was anything with the pump. It was noted that the patient was taking oral gabapentin and that he had been trying to wean himself off or down. That was when the symptoms were first presented. It was also noted that the pump was not as good on hips and knees like oral medication as far as getting pain relief. There were no alarms. The pump was infusing morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n488692, implanted: (B)(6) 2015, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), product type catheter.